Manufacturer narrative:
Manufacturer's investigation conclusion: functional testing of the returned oxygenator by the external manufacturer (eurosets) confirmed an oxygenator leak due to fiber breakage; however, a specific root cause for the fiber breakage could not be conclusively determined through this evaluation. The oxygenator was returned to abbott where an initial visual inspection was performed. Visual inspection of the oxygenator revealed no obvious damage. It was noted that some priming fluid remained in the blood pathway of the device. Fluid was also noted in the top and bottom housing. The oxygenator was forwarded to eurosets for technical analysis. The oxygenator was placed on a mock loop with physiological water. The oxygenator was filled using a peristaltic pump at 6 lpm and remained in the mock loop for 10 minutes. A slow drip in the lower part of the oxygenator was confirmed. The device was sectioned by removing the lower housing, refilled with water, and pressurized. The point of loss occurred due to the fiber breakage of the last winding of fibers near the blood outlet port. The device history record for the oxygenator, lot # 7559308, was reviewed by the external manufacturer and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release, and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Eurosets confirmed that 100% of the oxygenators produced are tested to detect eventual leakages using a pressure of 150 kpa (kilopascals) which is 1.5 times the maximum blood pathway pressure indicated on the IFU (instructions for use). Devices that exhibit leaks are discarded prior to distribution. Eurosets determined that the issue occurred after eurosets¿ manufacturing and test phases. The eurosets amg pmp instructions for use (IFU) is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and also warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Also, under the section titled ¿set up¿, the IFU warns to ¿carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device.¿ under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the oxygenator had fluid leaking from the bottom. The leak was detected during initial setup and priming and was not used on a patient. Flow rates were noted to vary during priming, but were not greater than 3 liters per minute (lpm). No pressures were monitored during priming. The oxygenator was removed from use.